Event description:
The fse reported that the system lost power resulting in loss of functionality. No patient serious injury or death was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The damaged pins on cord connecting c-arm to the monitors were evaluated and straightened. The system was tested and found to be working as intended.